Event description:
The explanted generator was returned on (B)(4) 2013. Follow up found that the increase in seizures was first noted when the patient was admitted to the hospital. Current diagnostic results and programming settings were unknown. The increase in seizures was attributed to vns battery depletion. The battery was changed as intervention to preclude a serious injury. The increased frequency was back to the same levels as pre-vns. It is unknown if the patient has multiple seizure types and/or if all types increased. No other information was provided. Based on the electrical test results, the device exhibited current consumption rates that are within specification, thereby demonstrating normal battery depletion to an eri condition. The device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The pulse generator module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Event description:
The physician's office reported that the patient has experienced significant improvement since generator replacement surgery, but remains on seizure medications (although decreased).

Event description:
On (B)(6) 2013, it was reported that the increase in seizures was first observed on (B)(6) 2013. The patient was seen two months ago and told the vns battery was getting low. On thursday, (B)(6) 2013, the physician stated that the battery needed to be replaced. The patient then had a series of seizures. The patient's generator was replaced on (B)(6) 2013. Attempts are underway for additional information; however no additional information has been received.